Event description:
It was reported that the user experienced repeated occlusion alarms on an ilet system while using a contact detach infusion set, which persisted until a full supply change was performed, and when removing the site, the tubing was filled with blood. The user reported glucose rising to 350 mg/dl before the alarm with a level of 245 mg/dl at the time of the call. Customer care provided support that included troubleshooting with guidance through a full supply change including the connector and infusion site. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after replacement of supplies. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to inadequate insulin delivery.